Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. It should be noted that as per the serial number reported by the customer and associated UDI information, the customer was using a sensor intended for distribution in (B)(4) all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "incompatible sensor" message on the same day of applying the adc freestyle libre sensor. Customer further reported she experienced a loss of consciousness and was able to self-treat. No third party treatment was reported. There was no report of death or permanent impairment associated with this event.